Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal unspecified swab. Repeat testing using a new sample the same day generated negative results. Confirmatory testing on a nasopharyngeal unspecified swab using panbio covid-19 ag rapid test and real-time pcr on the same day also generated negative results. Per the customer no death or serious injury occurred, the patient's hospitalization was delayed (transfer to the receiving facility until the results of the outsources test). However, there was no impact to treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140329, test base part number 190-430 / lot m140329. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140329 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.